Event description:
Information was received that a smiths medical cuff inflator has a pendant pointer. The tip is touching the cuff inflator surface.

Manufacturer narrative:
One cuff inflator pressure gauge was returned for evaluation. Upon visual inspection, device found to be good physical condition. Device underwent functional testing which included closing the inflation port with finger, while pressing cuff inflator 30 times repeatedly. As a result, the reported customer complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.